Event description:
Report received of an independent pca bolus dose delivered while the pump was in use. The pump was programmed in the pca only mode to deliver demerol 10 mg/ml, 10 mg pca dose, 10-min patient lock out, and no 4-hour limit was set. It was reported, when the nurse "touched the cable, the pump acted like she pushed the button" and delivered a bolus dose. There was no adverse patient event reported. No medical interventions were required. Though requested, no additional information was received.